Event description:
It was reported that during intraocular lens (iol) implantation that the haptic on the lens hit the capsular bag and broke it. The doctor cut the iol in half, enlarged the incision, removed the lens, and implanted a new lens in the sulcus. Patient is reported to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information has been submitted.

Manufacturer narrative:
Device was returned cut in half. Evidence of viscoelastic was observed on the lens. Since the lens was cut in half, further evaluation was not possible.all pertinent information available to the manufactuer has been submitted. (B)(4): placeholder.